Event description:
An article entitled "vagus nerve stimulation removal or replacement involving the lead and the electrode: surgical technique, institutional experience and outcome" was sent to the manufacturer and reviewed. During review of the article, multiple reportable events were identified. One patient had reportedly passed away due to probable sudep. No further relevant information has been received to date. The article also contains references to reportable malfunctions and serious adverse events captured in the following MFR. Report numbers: 1644487-2017-03152 (lead failures) and 1644487-2017-03153 (generator malfunction).